Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantation procedure. During the procedure, the guide could not move inside the left ventricular lead. The lead was not used. A new lead was implanted without harm to the patient. The patient was stable and the procedure was completed without any issues.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.